Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed, and no anomalies were found. Concomitant medical products: product ID: 694765, serial# (B)(4), implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was compromised, but it was difficult to determine whether the failure was for a lead fracture or for a possible connection issue with the implantable cardioverter defibrillator (ICD) device. Both the rv defibcoil and superior vena cava (svc) coil measured high impedance. A revision surgery was being performed. The currently status of the lead and device remain unknown at this point. No patient complications have been reported as a result of this event.